Manufacturer narrative:
The insulin pump was received with an intermittent button response due to light moisture damage to keypad traces. No frozen display noted. The insulin pump was received with missing end cap sticker, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the buttons in the insulin pump were not responding and the screen was frozen. Customer confirmed that the time was changing. The battery was changed but issue persisted. Blood glucose value was 15 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.